Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Procedure name: rectum procedure. Please explain in detail what was the issue with the device: the device cut without stapling. Was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? No. Was there any difficulty opening the device? No. Is the current patient status known? Well to date. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Surgical delay with rectal recut and new stapling with another device, prolongated hospital stay, patient's monitoring. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for the procedure? On exactly what tissue was the device closed and attempted to be fired upon? How far did the device cut? How far did the device staple? Why was the decision made to re-cut the rectum? What color cartridge was used? Was the stapling issue identified on one or both sides of the cut line? Why was the patient hospitalization prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure they had stapling issue.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: rectum (patient who had undergone radiotherapy): green reload, the clamp cut without stapling. The surgeon had to re-cut the colon and perform an anastomosis, which was carried out with the stapler. The patient was still hospitalized yesterday but was fortunately fine.